Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: two truespan 12 degree peek devices were received and inspected. The devices cannot be distinguished as the batch/ lot number is not printed on the device. Visual inspection on the first device, the needle of the device was broken off and the broken needle was received. Upon further inspection that the trigger is very loose, and the device could not be tested for its functionality. The trigger handle is shaking as if it was missing an inner component that holds it in place or has a broken inner component. It seems like the handle's internal component was broken which caused trigger to be loose. The implants were not returned. The complaint cannot be confirmed based on the device condition and provided information. Based on given the information provided we cannot discern a definitive root cause for the reported failure. It is likely that the device experienced excessive force. Visual inspection on the second device, one of the implants was already in released condition (still attached to the suture). Upon squeezing trigger, second implant was able to be released as intended. The complaint cannot be confirmed as no defect was found and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151, lot 5l95394 number combination. No structural anomalies were observed. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep by customer's email that during an unknown procedure 4 of the truespan 12 degree peek had issues when releasing the suture. There was no patient consequence, however there was a 15 minutes surgical delay. As additional information it was mentioned that this incident occurred twice the same day with 2 different surgeons.